Event description:
It was reported that during a unknown procedure, the liberte' monorail coronary stent delivery system did not cross the lesion and stent damage was found. Stent struts were found to be flared. The lesion was located in the left anterior descending artery (lad). No patient complications were reported, and the lesion was successfully treated with a taxus drug eluting stent. Patient status was reported as 'okay'.